Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23 mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient presented with normal sinus rhythm (nsr), had a history of severe aortic stenosis, and no prior history of conduction disorders, including right bundle branch block (rbbb), left bundle branch block (lbbb), or first- or second-degree atrioventricular (av) block. Pre-procedural assessment noted an annular perimeter of 64.6 mm, a left ventricular outflow tract (lvot) perimeter of 59.3 mm at 3 mm, and a membranous septum measurement of 3.2 mm. No lvot calcium was present. The small flexnav delivery system was prepared and loaded in typical fashion. After valve fluoroscopy check was confirmed, pre-balloon aortic valvuloplasty (bav) was performed using an 18 mm true dilatation balloon. The valve did not require resheathing. In cusp overlap view (cov), it was confirmed that the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail catheter was positioned at the bottom of the non-coronary cusp (ncc). The valve was successfully implanted at a depth of 3.0 mm on the non-coronary cusp and 5.0 mm on the left coronary cusp. Post-implant echocardiography demonstrated no paravalvular leak (pvl), and the final mean gradient was 9 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. Within 48 hours post-procedure, the patient developed complete heart block. Initial management included placement of a temporary pacemaker, and the patient left the catheterization lab with the temporary pacemaker in place. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was subsequently discharged in stable condition.